Event description:
It was reported that balloon rupture and component detachment occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation and suddenly ruptured while expanding. A 20 cm portion of the device was left inside the patient's body. No further complications reported.

Manufacturer narrative:
B5: describe event or problem updated.

Event description:
It was reported that ballon rupture and component detachment occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation and suddenly ruptured while expanding. A 20 cm portion of the device was left inside the patient's body. No further complications reported. It was reported that the anatomy location was the ostium of right coronary artery.